Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting ECG "a", "b" and the front therapy electrode was severed, damaging all the wires in the cable. The root cause for the severed cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into an unrelated issue, a device malfunction was found. Electrode belt sn (B)(4) had a damaged cable and exposed wires.